Event description:
The facility reported a device with a "downstream failure" (occlusion) which stopped the patient infusion. The pump was turned off and back on. The pump began working again, however, the nurse elected to swap the pump out. There was no patient injury or medical intervention necessary according to the facility representative. There is no other information available. The uim master software is unremediated version 5.04.00.

Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.